Manufacturer narrative:
Update to b7. Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided indicated that the balloon burst radially and longitudinally. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon was confirmed based on the evaluation of provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as information available patient presented a moderate degree of calcification at the native annulus. The available information suggests (patient factors - annular calcification) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards affiliates in the united kingdom, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via transfemoral approach, while deploying the valve, the delivery system balloon burst. A second delivery system was used for post dilation and the procedure was successful. The patient was stable after the procedure. The device will be returned for examination. The perceived root cause of the event was thought to be a calcified sino-tubular junction.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to d9 and h3. Correction to h6; type of investigation and investigation conclusion. It was originally reported that the device would not be returned. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device was returned for examination, and the reported event was confirmed based on the evaluation of the provided imagery and device return. A visual examination found that the balloon burst longitudinal and radially with no missing material. Dimensional testing found that all measurements taken of the balloon's single wall thickness met the specification. In this case, available information suggests patient factors (calcification) likely contributed to the event as per the information available patient presented a moderate degree of calcification at the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.